Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing some high blood glucose. It was stated that the cannula was bent at the insertion location, and the customer was not receiving any insulin. It was stated that the customer was taken to the emergency room due to high blood glucose. No further information was provided.